Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer sheath, middle shaft, inner liner and the remainder of the device were examined for damage. The shaft showed a kink at the nosecone. There was also some buckling of the outer sheath approximately 66.5 to 68cm from the nosecone. There was no damage to the mid-shaft. The stent was returned partially deployed and fractured. The stent was deployed approximately 1.5cm from the markerband. The handle was opened to inspect for further damage. It was noticed that the pull rack teeth were damaged approximately 14.5cm from the retainer clip. The thumbwheel also showed damaged teeth. The pawl spring was bent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the stent fractured. A 6x180x130 innova¿ stent was selected for a stenting procedure in the left superficial femoral artery (sfa). During the procedure, deployment of the stent was possible; however, the stent fractured. Half of the stent was retrieved on the device. The other half that was placed in the patient was retrieved with a snare. The procedure was completed with another of the same device with a good procedure outcome. There were no patient complications and the patient's status post procedure was reported as stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent fractured. A 6x180x130 innova¿ stent was selected for a stenting procedure in the left superficial femoral artery (sfa). During the procedure, deployment of the stent was possible; however, the stent fractured. Half of the stent was retrieved on the device. The other half that was placed in the patient was retrieved with a snare. The procedure was completed with another of the same device with a good procedure outcome. There were no patient complications and the patient's status post procedure was reported as stable.